Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that two es2 blockers loosened post-operatively leading to rod slippage. The rod has completely come disengaged from one side and has slipped down on the other. It is unknown if revision surgery has been scheduled or performed. This report represents the first blocker.

Manufacturer narrative:
Section b1, b2, b5, and h1 have been updated to reflect revision surgery. Section d has been updated with the received device catalog #. Visual, dimensional, functional and material analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot number was not provided and could not be obtained. Per correspondence with the surgeon, final tightening was performed using the es2 torque wrench and multi-level compression/distraction anti-torque handle. Per surgical technique, final tightening of the blockers should be performed using the counter torque tube and the torque wrench. The counter torque tube allows the torque wrench to align with the tightening axis and allows the optimal torque needed to lock each blocker without applying the torque to the rest of the construct. It was reported that final tightening of the blocker was performed while applying distraction forces to the screws. Surgical technique recommends the user to remove the compression and distraction shaft and hinge and perform final tightening once the necessary correction procedures have been performed and the spine is fixed in a satisfactory position. This event was reviewed by the spine r&d chief engineer. Per their inputs, x-rays suggest that the blocker might not have been properly tightened onto the rod to ensure proper seating of the blocker relative to the rod and tulip. In order to have a stable rod/screw/tulip interconnection (for polyaxial and monoaxial screws), the screw tulip axis needs to become normal to the rod axis. This is especially sensitive when using mono axial screws vs polyaxial screws (which can self normalize relative to rod). When using mono axial screws, care should be taken to achieve this with the use of tools such as the persuader or rod pusher combined with blocker tightening. They further stated that lordosis is not possible using monoaxial screws and that final tightening should be performed without distraction/compression forces applied. Per inputs received from r&d, most likely cause of reported event is user error. H3 other text : status and location of the device is unknown.

Event description:
It was reported that two mantis blockers loosened post-operatively leading to rod slippage. Revision surgery has been performed where the blockers were explanted and replaced. This record represents the first of the two blockers.